Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During successful recanalisation of an artery with an outback elite for percutaneous transluminal angioplasty (pta) of a cto, the catheter tip kinked and there was difficulty removing the device. Afterwards, the device could be retrieved, but the procedure was not easy. On the returned device are two kinks, one distal just at the tip and this one was the one that occurred during the procedure in the patient. The second more proximal to the handle is related the manipulations to pull it out. There was no reported patient injury.

Manufacturer narrative:
A report was received that the shaft and distal tip of a 120cm outback elite re-entry catheter kinked during use. In addition, the site reported that they experienced difficulty retracting the cannula. The device was successfully removed with difficulty with no reported patient injury. The event involved a patient undergoing a percutaneous transluminal angioplasty of a chronic total occlusion located in an unknown lesion. The patient¿s vasculature was accessed via the femoral artery. The site reported that the device had been prepped in a ¿circumferential configuration¿. They noted that there was one-to-one response between the rotating hemostasis valve and the distal tip of the catheter during the prep. They further reported they actuated and retracted the cannula smoothly and that the cannula was fully retracted with the handle deployment slide locked in the proximal position prior to use on the patient. The outback elite catheter was then advanced through the vasculature over an unknown 0.014¿ guidewire without difficulty. The slack in the catheter was removed prior to successfully deploying the cannula into the true lumen. After the guidewire was placed across the target lesion, it appears that they experienced difficulty retracting the cannula and catheter tip became kinked. The site reported that withdrawal of the catheter was successfully achieved with some difficulty and abnormal force and that the catheter shaft became kinked during these manipulations. After catheter removal, the physician was able to successfully treat the lesion with no reported patient injury. A non-sterile unit of outback elite 120cm re-entry was received inside of a plastic bag with the deployment button in the proximal retraction position. A kink condition was observed on the catheter body 17cm from the distal tip. A second kink was observed on the distal tip 2.5cm from the distal tip. Dimensional analysis of the catheter usable/working length was not measured due to the kinks. Functional analysis of cannula retraction was also unsuccessful due to these kinks. The device was inspected under the vision system and the observed damages observed were confirmed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter (body/shaft) - kinked/bent-in patient¿ and ¿catheter tip/distal tip - kinked/bent-in patient¿ events were confirmed based on the visual analysis. The reported ¿ cannula/needle ¿ retraction difficulty¿ event was confirmed based on the results of the functional analysis. The reported ¿cto catheter system ¿ withdrawal difficulty¿ could not be confirmed because of the nature of this event. The exact cause of these events could not be conclusively determined. However procedural factors may have contributed to them. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/ delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. The product IFU cautions users that excessive calcification at the site or re-entry may impair performance. To retract the cannula tip, users are instructed to fully retract the handle deployment slide until it stops. Users are to then release the handle deployment slide button to lock the deployment slide in the retracted position. They are to ensure that the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to these types of events. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the access site was the femoral. The catheter was prepped in a circumferential configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter outside the patient but inside yes. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The guidewire used was 0.014¿, brand unknown. There was no difficulty advancing the outback over the guidewire and no difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft did not actively release after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. There was resistance or difficulty removing the outback from the patient and abnormal force was required. The device was removed in the normal way, but there were some difficulties to reinsert the cannula. There were no additional devices needed to remove the device and the procedure was completed normally. Analysis of the returned device is pending and will be submitted within 30 days upon receipt.